Manufacturer narrative:
Unique identifier (UDI), serial number, catalog number and g5 are unknown. No information has been provided to date. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A DHR review could not be performed in that no specific product was identified. No serial number was provided.

Event description:
It was reported that the device had a no disposable alarm. The reported product fault occurred while in use with the patient. The product issue caused or contributed to patient or clinical injury. Medical intervention provided, patient was admitted to hospital.